Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 517mg/dl due to a serter that would not release. The customer treated with a manual injection. Customer declined to troubleshoot for high blood glucose and no further details were given.